Event description:
During aspiration of the contrast line air bubbles are observed arriving in the syringe during coronarography. The kit was replaced.

Manufacturer narrative:
Device history record reviewed. Results: device history record reviewed, no exceptions noted. Conclusions: device investigation in not yet completed. A follow-up report will be sent when the device investigation is completed.